Event description:
A bipap a30 was returned to a third-party service center for service. There was no serious patient harm or injury reported. There was no evidence the device was in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, ventilator inoperative error codes indicating the cpu cannot communicate with the flow sensor and the pressure sensor, and indicating the power fail voltage is outside its valid range of 4.775 to 5.675 for at least 10 seconds were confirmed in the event log. No components were replaced to address the issue. The device was scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.